Manufacturer narrative:
Concomitant medical products: serial #: (B)(4), catalog #: 170-36-03 - biolox delta femoral head 36mm od, +3.5mm, serial #: (B)(4), catalog #: 180-65-45 - alteon 6.5mm screw, 45mm. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision was determined to be due to the incision was draining. These devices are used for treatment not diagnosis.

Event description:
It was reported that a male patient, initial right hip revision implant date, (B)(6) 2022, underwent a second revision procedure on (B)(6) 2022, approximately 2 months post the prior procedure. His incision was draining. The male patient was brought back for an irrigation and debridement of the right hip. The hip was dislocated, the femoral head removed and attention turned to the cup. The liner was removed with the help of a bone screw. The hip was washed thoroughly and new xle group 2 lipped poly, 36+3.5 biolox head, and 10 cc of intersep were implanted. The patient was last known to be in stable condition following the event. The device will not be returned. The hospital discarded it. No further information.